Event description:
It was reported by the customer that multiple patient names were not crossing over to the bd pyxis¿ es server. The customer stated that this malfunction caused a delay in dispensing medications as the patient names were not displaying on the medstation and the user was unable to pull the medication. It is unknown how many patient names were affected as patient information was not provided. However, the customer indicated that the issue occurred at medstations in the medsurg and ER departments. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple patients were not crossing over to server. A technical support specialist dialed into both the ER and medsurg stations, confirmed that the patient visit appeared on both stations when performing a facility search. There was no visible issue with the patient example provided. Due to the lack of response and no current issue observed, the case was closed. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that multiple patient names were not crossing over to the bd pyxis¿ es server. The customer stated that this malfunction caused a delay in dispensing medications as the patient names were not displaying on the medstation and the user was unable to pull the medication. It is unknown how many patient names were affected as patient information was not provided. However, the customer indicated that the issue occurred at medstations in the medsurg and ER departments. There were no adverse events or injuries reported based on this event.